Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: tridentii tritanium cluster60g; cat# 702-04-60g; lot# 76610301a. Size 6 accolade ii 127 deg; cat# 6721-0635; lot# 77376704. Delta v-40 ceramic head 36/+5; cat# 6570-0-236; lot# 79001002. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
It was reported that the patient's right hip was revised due to infection. A 0° 36mm g poly insert and 36 + 5mm ceramic v40 head were explanted.